Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found cut on a-rubber , due to cut leakage was observed (water-tighness is lost). The reported issue of "a-rubber leakage" was confirmed. Furthermore, evaluation found the device forceps elevator has foreign material attributed to handling , insufficient cleaning issue . Additionally, the following defects were identified during device inspection: s-connector deformed. Due to deformation of s-connector, water tightness is lost. Connecting tube has a scratch, buckling noted. S-cylinder is shaved. Grip has a scratch, universal cord has a scratch. Angulation is out of specifications. Play observed. Light guide lens has chip, scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during reprocessing, leakage on the device "a-rubber" was observed. No patient involvement associated on this reported issue. No harm was reported, no user injury reported. Device evaluation found the device forceps elevator has foreign material . This report is being submitted due to the finding of foreign material in the forceps elevator (handling, insufficient cleaning issue) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on the initial MDR report. The aware date december 12, 2022 from the initial MDR report is being corrected and the correct aware date is december 5, 2022. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation